Event description:
Additional information was received that the modular cable evaluation and cleaning was cancelled and would be rescheduled for an unknown date.

Manufacturer narrative:
B5 narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the modular cable evaluation and cleaning was not rescheduled as the patient passed away due to right heart failure. Manufacturer report #2916596-2025-01916 (covers patient death due to right heart failure)

Manufacturer narrative:
B5 narrative information manufacturer's investigation conclusion: review of the submitted photos confirmed superficial damage and discoloration on the pump cable; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted photos showed that the pump cable inline connector bend relief was torn and was discolored dark brown. A portion of the pump cable had been covered with a black tape. The submitted log files captured normal operation of the system. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient continued on heartmate 3 lvas, serial number (B)(6), until they passed away (MFR # 2916596-2025-01916). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been very noncompliant and disorganized in their care. The patient had severe driveline damage. A driveline repair was scheduled for (B)(6) 2025 at 10:00am. Log files contained a few clusters of pulsatility index (pi) events as well as routine battery changeovers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.